Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same patient reported under manufacturing numbers 9616099-2007-01601, and 9616099-2007-01742. Additional information will be submitted within thirty days upon receipt.

Event description:
A report received from the cordis e-select clinical registry in south africa associated two cyphers, with possible myocardial infarction, pulmonary embolism and subsequent death one month after implantation of the stents. The event involved a female patient with history of hypertension and diabetes. The cypher was implanted 16 atms in the left circumflex and the cypher was implanted 6 atms in the first obtuse marginal branch of the left anterior descending coronary artery. Patient was discharged without complications. At one month follow up, the patient's husband reported that the patient had suffered a possible myocardial infarction or pulmonary embolism at the general practioner (gp) 's office and died after an unsuccessful resuscitation. According to the patient's husband, a letter from the gp's office stated that the patient died of natural causes.